Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor however, the insulin pump passed motor test, operating currents test, self test, a21 error test and displacement test. Unable to perform the occlusion and no delivery tests due to motor error alarm noted. No unexpected empty reservoir noted. The insulin pump was received with cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer stated that they were sleeping when they started feeling sick. The customer's blood glucose level was 430 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.